Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the local representative did not have it. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported after inserting the farawave catheter into the left atrium for a pulmonary vein isolation procedure, and after deploying the catheter into basket shape, one spline was on the other side. It was not possible to correct the spline in the sheath. The catheter was removed from the patient and the splines were adjusted manually. The catheter held its shape. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. It was further reported post procedure the patient experienced a stroke and was admitted into the cardiac intensive care unit. The patient experienced visual disturbances, so a control nuclear magnetic resonance (nmr) scan was performed without contrast. The nmr showed a hemorrhagic stroke in the right occipital lobe and changes in the left occipital lobe. Echo of the heart was also performed. The patient was consulted with a neurologist, who recommended changing the anticoagulation therapy. The patient reported headaches and blurred vision, without other deviations. Increased blood pressure values were observed, with readings less than 150/90 mmhg. The activated clot time (act) was 350 seconds and there was no clot. 40 applications were made in the pulmonary vein. The patient has a history of atrial fibrillation, flutter and hypothyroidism. The patient was transferred to the department of neurology, for further treatment at a different hospital. As the patient is at a different hospital, no further information of the current patient status is available.